Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the ventricular lead exhibited low impedance and loss of sensing. A fluoroscopy revealed the lead helix was not properly extended. The lead was revised and remained implanted. The patient was stable post procedure.